Event description:
It was reported that high impedances were measured pre operation. The following impedances were measured: c-2 = 21769, 0-2 = 21619, 1-2 = 21619, and 2-3 = 19111 ohms. The implantable neurostimulator (ins) was replaced, but high impedances greater than 40,000 ohms were measured with the new ins. The patient did not use contact two so the healthcare professional (hcp) decided to program around the contact. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. (B)(4).